Manufacturer narrative:
(B)(4). Concomitant products: guide wire: hi torque floppy; guide catheter: 6 french hockey stick. The device was returned for analysis and the reported shaft separation was confirmed on the return and was likely related to the case circumstances. Based on the visual inspection of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the 4.0 x 30 mm trek dilatation catheter was advanced over the hight-torque floppy guide wire without difficulty to the target lesion in the moderately calcified and tortuous right coronary artery (rca). The balloon was inflated and deflated without difficulty. An attempt to remove the device was made and a normal amount of resistance was noted. The physician pulled the device and noted that the device then withdrew easily. Upon removal, it was noted that an approximately 6 inch segment of the dilatation catheter remained partially in the non-abbott guide catheter and the rca. A second guide wire and dilatation catheter were advanced to the site and were able to retrieve the separated segment. No portion of the dilatation catheter remained in the patient anatomy. The procedure was completed. There were no adverse patient sequelae and no clinically significant delay. No additional information was provided.